Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient was scheduled for a revision due to a possible infection. The surgeon requested ps revision components though the primary knee was a cc knee. Surgeon requested a 13mm size 3 ps insert for a poly swap for a patient with a possible infection. X-rays were received and implants were identified at optetrak cc implants. Sales rep was unaware of surgeon¿s request for ps implants, sales rep was at the facility with only cc poly inserts. Sales rep notified surgeon that we did not have ps implants immediately after he finished his previous surgery. He decided to go ahead with cc poly. In surgery, it was revealed the patient had a proximal tibia spacer on his tibial tray. This made it impossible to implant the cc polyethylene with the stiffening screw. Surgeon was not happy with this development and opted to reschedule the patient for another poly swap to the ps polyethylene. The device is not available for evaluation due to tibial insert discarded after surgery.

Manufacturer narrative:
As reported, patient was scheduled for a revision due to a possible infection. The surgeon requested ps revision components though the primary knee was a cc knee. Surgeon requested a 13mm size 3 ps insert for a poly swap for a patient with a possible infection. X-rays were received and implants were identified at optetrak cc implants. The device is not available for evaluation due to tibial insert discarded after surgery. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the event of reported infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.